Event description:
It was reported ongoing intermittent occlusion alarms occurred. There was no reported adverse impact to the customer¿s blood glucose level. To resolve the issue, the customer changed the infusion set and cartridge continuing to use the pump for insulin therapy.